Event description:
It was reported that prior to a port placement procedure, the tip of the dilator was allegedly noted to be split/frayed upon opening the device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2026).

Event description:
It was reported that prior to a port placement procedure, the tip of the dilator was allegedly noted to be split/frayed upon opening the device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7.0fr introducer peel-apart sheath and vessel dilator was returned for evaluation. Gross and microscopic visual evaluations were performed. The investigation is confirmed for the reported dilator tip deformation issue as the distal tip of the vessel dilator was noted to be blunt and deformed. Furthermore, during the sample evaluation bend was noted to the distal tip the dilator were considered to be an incidental findings since it was not related to the original reported event. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.